Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 4.5 inr/2.8 inr, 6.1 inr/4.2 inr, 4.2 inr/3.1 inr, 4.5 inr/3.4 inr, 4.8 inr/3.5 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.